Manufacturer narrative:
Device evaluation: the meter has been returned to animas and evaluated on (B)(6) 2015 with the following findings: the meter powered up normally and was paired successfully with a pump. All of the buttons were functional. The meter record showed evidence of boluses being performed after the 15 minute blood glucose check limit. For testing purposes, a bolus was performed immediately after measuring blood glucose values and no inappropriate messages were received. A bolus was performed 30 minutes after measuring blood glucose levels, and the meter gave the appropriate warning.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a meter error. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.